Event description:
It was reported an infection had occurred and the device and leads were removed. It was further reported that the patient developed morganella bacteremia post ablation procedure with suspicion of a right ventricular clot infection and endocarditis at the right ventricular lead insertion site. The patient was treated with four weeks of intravenous antibiotics. The patient was later admitted to the hospital where blood cultures revealed methicillin resistant staph aureus bacteremia. A transesophageal echocardiogram noted a large mobile mass attached to the right atrial lead. The patient is receiving intravenous antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors were cut, all insulators were breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage. Visual analysis noted that two proximal and one distal conductor filars were cut at 7.5 cm. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer tubing overlay had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. Visual analysis was performed only.